Event description:
Device 4 of 4. Reference MFR reports: 1627487-2011-02427, 1627487-2011-02428 and 1627487-2011-01848.

Manufacturer narrative:
Eval: results: visual analysis of the extension revealed a kink in the lead body and a break of the lead wires at approx 7 cm from the connector block end. Continuity measurements revealed all the channels were open. This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.